Manufacturer narrative:
The pump was received with unresponsive buttons due to a problem isolated to the keypad assembly. We were unable to perform the displacement or self tests due to the unresponsive keypad.

Manufacturer narrative:
Device received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or self test due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customers button on the insulin pump was blocked. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.